Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06477. It was reported that no capture and no sensing were observed on both the right atrial and the right ventricular lead during an unrelated device change-out procedure on (B)(6) 2020. The patient was asymptomatic. Both the ra and rv leads were capped and replaced. The patient was stable.